Event description:
New information received indicated that the device was explanted and replaced. The physician did not feel comfortable leaving the device in the patient with the vibratory alert not functioning.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vibration notifier is not being felt when performing the notifier test. The duration of the vibration is programmed at the maximum of 16 seconds and the test timed out until a message was seen that states the vibration was delivered. Inductive and rf telemetry was used. The battery measurements are all normal. The patient has not experienced any adverse effects. Device remains implanted.

Manufacturer narrative:
The reported field event of patient notifier not being felt by the patient was confirmed in the laboratory. The device was tested on the bench and the patient notifier did not function. The cause of the field event was due to a patient notifier anomaly.